Event description:
Per the clinic, the device was explanted on (B)(6) 2014 due to inflammation. Reimplantation is planned but has not taken place as of the date of this report, november 11, 2014.

Manufacturer narrative:
(B)(4).